Manufacturer narrative:
Concomitant products: product ID 977a275, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that after a patient¿s revision surgery (see (B)(4)) she was feeling simulation ¿everywhere¿ but now she only felt it from her thigh down. The patient reported that she thought this change happened suddenly because she was going to bed last night and ¿felt a sharp pain in her hip but couldn't feel stimulation.¿ it was noted that the patient was concerned that this meant she might need to have another surgery again. It was noted that the patient inquired if patients could stop taking pain medications with spinal cord stimulation (scs) therapy. It was reported that for the last 2 days she has been seeing the ¿neurostimulator charge level is low¿ screen but could still feel stimulation. The patient stated that it was ¿kind hard to do that¿ (recharge) with the staples still there. It was noted that the patient has already removed bandages from the implantable neurostimulator (ins) site. The patient stated she already called the managing healthcare professional (hcp) about recharging and he told her to call the manufacturer. The patient stated that in order to get pain relief she kept her stimulation at ¿5.8.¿ it was stated that the patient would have to call the hcp tomorrow to ask about recharging. The patient noted that turning stimulation off was not an option for her. It was noted that the patient was scheduled to meet with manufacturer¿s representatives at the managing hcp's office on (B)(6). It was noted that the patient was redirected to the hcp.